Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The bhr cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup and sleeve. Similar complaints have been identified for the hemi head. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the reported pain and pseudotumor may be consistent with metallosis; without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed and it cannot be concluded that the reported pseudotumor and metallosis were associated with a mal-performance of the implant. The patient impact beyond the pain, revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and sleeve were removed. The cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no lot numbers were provided for the head and sleeve involved, a documentation review for these parts cannot be performed. If more information is received, the parts will be reviewed. A review of the complaint history for the bhr cup and stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the stem. This will continue to be monitored. Similar complaints have been identified for the bhr cup. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the reported pain and pseudotumor may be consistent with metallosis; without the supporting lab/pathology results and/or the analysis of the explanted components, the root cause of the reported metallosis cannot be confirmed and it cannot be concluded that the reported pseudotumor and metallosis were associated with a mal-performance of the implant. The patient impact beyond the pain, revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
New information: g4, d4.

Event description:
It was reported that right hip revision surgery was performed due to pain, difficult mobility, metallosis, black coloured tissue and muscle damage.